Event description:
Ventilator was alarming. Error reading on ventilator: "background fault detected check exhalation filter and exhalation flow sensor." With this error pt remained stable with questionable lung volumes displayed however, upon physical assessment pt had good chest rise and adequate/spo2.